Event description:
Customer reported a high blood glucose level, but the specific value was unknown as it displayed "high." Cause was not known. The customer administered a correction bolus via the pump, and no further assistance was required as the caller declined a supplies or system check.